Event description:
It was reported that the device exhibited error code 1720: power backup capacitor (cap) failure. Per reporter the error code requires a software and hardware upgrade to adjust. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-09845. Please reference file mrn 3012307300-2024-06376 for all details pertinent to this event.